Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 371 mg/dl. The customer stated that she could see that the cannula was clogged. Customer stated that the alarm was resolved by a complete set change. The customer also reported that the keypad was hard to press and numbers were scrolling on the screen, but did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.